Manufacturer narrative:
One piece of 014719 clear trac cannula kit used in treatment, was returned for evaluation. The kit is sold as a set of ten cannulas with two obturators each. They are individually pouched and also packaged in a larger shelf carton. Per instructions for use: prior to use, inspect the device to ensure it is not damaged. The cannula was not chipped but was returned sliced at the distal tip. There was still bio matter lodged in the slice. The cannula had an encounter with bone other hard matter. The sliver assumed to be related, was not. It was a shaving from the trocar from the trimming / smoothing process that did not get air blown off the trocar or clung due to static. Complaint history review indicated a similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacturing was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
H10 h3, h6: one piece of 014719 clear trac cannula kit used in treatment, was not returned for evaluation. The kit is sold as a set of five cannulas with two obturators each. They are individually pouched and also packaged in a larger shelf carton. It is unknown when or where the damage reported occurred. Per instructions for use: prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. Complaint history review indicated a similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacturing was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during set up in an arthroscopic surgery, when the customer opened the package of the "clear-trac cannula threaded 5x76mm", it was found that the tip of the device was already chipped. A backup device was available to complete the procedure. No procedural delay and no patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.